Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in february 2012 and performed to specification up to the 6th september 2015. An increase in voltage suggests a further pad-pak was installed during this time. Multiple manual power ups of ten minutes duration were recorded on the 8th september 2015. No further log entries were recorded. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.